Manufacturer narrative:
Batch review performed on 15 december 2020: lot 1908471: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-25. No anomalies found related to the problem. To date, 16 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a periprosthetic fracture. The cause of the fracture is unknown. The patient has not undergone a revision surgery.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: femoral fracture subsequent primary cementless tha in a patient with very narrow femoral canal. The date of surgery is not specified. We cannot find in this report elements that may lead to identify a defective or malfunctioning device. More information has been announced in the report.

Event description:
The patient came in reporting pain due to a periprosthetic fracture. The cause of the fracture is unknown. The patient has not undergone a revision surgery yet. More details could become available.